Manufacturer narrative:
The event occurred sometime in 2016. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter was leaking from a poor connection between the two ends and the seal was unable to be broken. This occurred during set-up. There was no patient involvement. No additional information is available.